Event description:
An astron pulsar stent system was chosen for treatment. When loading the device on the guidewire the stent has started to deploy. The device was removed and the guidewire remained in place. Another device was used to complete the intervention.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 5 mm and the stent has been partially released. The distal end of the stent is blocked between the retractable shaft and the distal stent stopper. Stent imprints in the retractable shaft indicate that the stent was initially crimped at its intended position. In the as-returned state the blue safety tab has opened at its proximal end. The release mechanism has been shifted by about 5 mm. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the preparation for the intervention.